Manufacturer narrative:
(B)(4). Due to the repeated issues with the ventilator the customer requested for the device to be replaced. A replacement ventilator was shipped to the customer. The ventilator was returned to the manufacturer.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue however, was not able to resolve the issue. The issue continued to reoccur therefore, further evaluation will be performed. The repair of this device has not been completed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a serial number mismatch and went into an inoperative state. The patient was removed from the ventilator and was manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.